Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical jelco® viavalve® safety IV catheter punctured the patient's skin with great difficulty; causing pain to the patient. There were no reported adverse effects.